Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom and in flooding conditions for 2-3 weeks). Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 169, 265, 342, 376 and 405 mg/dl. The customer's expected fasting blood glucose test result range is 116 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification in the bathroom. The customer also stated that she had flooding as she resides in texas; the strips were stored under these conditions for two - three weeks. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date at time of call is two weeks. (B)(6). Customer states that results that she is getting when fasting is higher than her normal range of less than 116 mg/dl.